Manufacturer narrative:
This report is being supplemented to correct and clarify information that was provided in the initial medwatch report. Correction to information provided in g3 of the initial medwatch report: the aware date (date received by manufacturer) should have been 02oct2023.

Event description:
The connection from the machine to the scope was found to be broken. After they replaced the connectors, the machine was able to complete the cycle without errors. This report is being submitted for the reportable malfunction of connection issue.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause of the reported cleaning tube not connecting to the tank issue could not definitively be determined, however, the issue was likely the result of the connector damage due to hitting something hard or the connector came loose, making it impossible to connect the cleaning tube. The cause of the connector becoming loose may have been due to applied stress in the loosening direction. The event can be detected/prevented by following the instructions for use which states: chapter 3.inspection before use 3.3 inspecting the connectors check the following for each connector. -the connector should be fixed firmly. -the o-rings should be free of abnormalities such as cracks, tears, or dents. Do not use the equipment if any connector seems to be damaged or defective. Using the equipment when an irregularity has been detected may interfere with reprocessing. Furthermore, fluid leakage may damage peripheral devices or facilities near the equipment. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported that the orange connector (d1) was loose/leaking and generating errors when it was not used. The reported issue was observed during reprocessing. There was no report of patient or user injury due to the event.

Manufacturer narrative:
An olympus field service engineer (fse) visited the customer site. The device was repaired on site by replacing the connectors. Additional details have been requested regarding the reported issue. At this time, no additional information has been provided. The investigation is ongoing; therefore, a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.